Manufacturer narrative:
The device has been rec'd but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info rec'd, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B) (4).

Event description:
It was reported to boston scientific corp on (B) (6) 2009, that a stone cone nitinol urological retrieval coil was used for a transurethral lithotripsy (tul) procedure, performed on (B) (6) 2009. According to the complainant, it appeared the retrieval coil was unable to close due to resistance. It is unk if a stone was present in the device when the malfunction occurred. Additionally, the retrieval coil sheath and heat shrink were noticed to be accordioned. The procedure was successfully completed using this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."